Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that 27,840 bd posiflush" xs pre-filled flush syringe nacl 0.9% had a damaged package that compromised sterility. The following information was provided by the initial reporter: " syringes with glued edge, open seal, burnt seal."

Event description:
It was reported that 27,840 bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had a damaged package that compromised sterility. The following information was provided by the initial reporter: " syringes with glued edge, open seal, burnt seal."

Manufacturer narrative:
H.6. Investigation: the quality team was provided with photos for evaluation. From the photos, the team was able to confirm the trim jam and package seal integrity poor / questionable nonconformance. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team¿s investigation, it is possible that this nonconformance may be related to trim jams on the multivac which may have caused contamination from the trim catching the chain. The issue was identified and resolved at the time of occurrence. The root cause of this complaint was not able to be determined as there were no nonconformances for this defect for this batch and no physical sample was received for investigation.